Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Event date: unknown. (B)(4). (Therapy date): date of implant is unknown and was reported as approximately three months prior to (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent hardware removal of a trauma next generation trochanteric fixation nail system (tfna) due to pain and a broken nail. The original implant date was an unknown date approximately three months ago prior to the date of this report. The original implant of the tfna was for preventive measures for potential bone cancer--weakening of the bone in the right femur (no fracture). Within the next one to two days, the hip fractured but the nail remained intact and remained intact for approximately three months. After approximately three months, on an unknown date, the nail broke. The nail broke at the junction where the helical blade is inserted through the nail due to the nail carrying 100% of the load. Although the nail broke, the patient also had a different, unspecified health issue and the bone was not healing. The hardware was removed on (B)(6) 2016 and consisted of the nail, one helical blade (fully intact), and two distal interlocking screws (fully intact). X-rays and a biopsy were taken. The patient was implanted with a new tfna. There was no surgical time delay reported. The patient's post-operative status is unknown. This report is 1 of 1 for (B)(4).